Manufacturer narrative:
D4: a search of the reported serial number yielded no relevant device information. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the reported red screen lec 46181 error code. The cause of the issue was a defective mainboard, and it was replaced to fix the issue.

Event description:
The device was returned as it was reported that it had the red screen lec 46181 error code. The event had occurred during testing. The results of the investigation confirmed the reported error code. There was no patient involvement.